Manufacturer narrative:
Retainer ring clear. Customer returned pump for alleged cosmetic damage located at the battery tube on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, cracked retainer, corroded battery tube and minor scratches on lcd window. In summary, customers cosmetic damage was confirmed at the battery tube, by visual inspection where a crack was noted. Additionally a cracked retainer was noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.